Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the obtuse marginal branch of the circumflex artery. A 4.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. It was then noted that the stent got damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was fine.